Manufacturer narrative:
Supplemental medwatch is being submitted to correct the g3 field which was left blank in the previously submitted medwatch."

Event description:
A patient reported that they were treated in november 2019 with coolsculpting to the lower abdomen. After a few months, the patient noticed the area treated getting worse and with research and professional opinions was told it was paradoxical hyperplasia caused by coolsculpting.

Event description:
A patient reported that they were treated in (B)(6) 2019 with coolsculpting to the lower abdomen. After a few months, the patient noticed the area treated getting worse and with research and professional opinions was told it was paradoxical hyperplasia caused by coolsculpting.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation still pending response from treatment provider.

Event description:
A patient reported that they were treated in (B)(6) 2019 with coolsculpting to the lower abdomen. After a few months, the patient noticed the area treated getting worse and with research and professional opinions was told it was paradoxical hyperplasia caused by coolsculpting.